Event description:
It was reported that the patient was seen at follow up visit and the patient complained of feeling unwell and ¿missed beats.¿ it was observed there was a ventricular non-capture. The lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 5076-52 implantable pacing lead, implanted: (B)(6) 2013; product ID addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).